Manufacturer narrative:
The date received by manufacturer has been used for this field. Bd received 1 sample and 4 photos from the customer facility for investigation. Based on the evaluation of the sample and photos, bd observed blood leakage inside the holder, and what appeared to be a side pierced sleeve. A review of the manufacturing records for the incident lot could not be performed as the lot number was not available for review during the investigation. Conclusion: an absolute root cause for this incident can be determined as bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 21 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 12 in. Tubing and luer adapter was connected with single use holder. The tube could draw blood, however it leaked into the holder. No serious injury or medical intervention was reported.